Manufacturer narrative:
Another contact info: (B)(6). Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic balloon pump (iabp) was not charging. Nurse reported that her patient was on a balloon pump, and the pump was plugged in, however, the console was not charging. After troubleshooting, it was determined that the cardiosave was operating on battery power, in rescue mode, and had been disengaged from the hospital cart. Esp personnel walked her through re-engaging the pump into the hospital cart, after which normal charging was restored, and the pump returned to hybrid mode. Nurse was appreciative of the support and denied any additional needs. No harm or injury to the patient was reported.